Manufacturer narrative:
(B)(4). Continued: (B)(6) 2014: creatine kinase (ck)=34, normal upper limit 150; (B)(6) 2014: creatinine kinase-myocardial band (ck-mb)=0.8, normal upper limit 1.5; (B)(6) 2017: echocardiogram ; (B)(6) 2018: stress echocardiogram = mild mr. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for death and possible, unspecified device malfunction. It was reported that (B)(6) 2014, two mitraclips were successfully implanted in a patient with mitral regurgitation (mr), reducing the mr to 1+. There was no device malfunction. On (B)(6) 2017 an echocardiogram was performed at the 3-year follow-up visit, with no reported issues. On (B)(6) 2018, a stress echocardiogram with dobutamine was performed. Mild mr was observed and the appearance of the valve was consistent with an edge to edge mitraclip implantation. There were no reported issues. On (B)(6) 2018, the patient was admitted to the hospital in cardiopulmonary arrest. Cardiopulmonary resuscitation was provided, however, the patient expired unexpectedly that day. Per death certificate, the patient expired due to cardiopulmonary arrest as a consequence of dysrhythmia and coronary artery disease. Per physician, the event was unrelated to the mitraclip device although a possible, unspecified device malfunction is reported. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history could not be performed for the reported lot as there is not enough information available to classify the device problem. It should be noted that the reported patient effects of arrhythmia, cardiac arrest and death, as listed in the mitraclip system instructions for use, are a known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported arrhythmia and cardiac arrest could not be determined in this incident. However, the reported death was due to a combination of arrhythmia and cardiac arrest. There is no indication of a product quality issue with respect to manufacture, design or labeling.